Event description:
It was reported that the programmer froze by the medtronic logo when powered on. The programmer was returned for repair. No patient complications were reported as a result of this event.

Manufacturer narrative:
Product event summary: analysis confirmed the customer comment that the programmer froze when being powered on. The hard drive was reconfigured and the software reloaded. Concomitant products: product ID 2067 radio frequency programmer head. (B)(4).

Event description:
It was reported that the programmer froze by the medtronic logo when powered on. The programmer was returned for repair. No patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).